Manufacturer narrative:
This initial medwatch is submitted to send the result of the investigation of this complaint the review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, the cause for the event is scrub mishandling during implant assembly, seeing that the tech turned the knob too far and the implant disengaged. Indeed it is specifically stated in the surgical technique guide that turning the knob too much will cause this type of event. As mentioned in step 9 " take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant." The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed during implant assembly on inserter) . Scrapped by tech.

Event description:
Mobi-c p&f us : disassembled. It was a cervical surgery , the mobi -c implant was put on inserter. Tech turned the knob too far and the implant disengaged and fell to 3 pieces. A new implant the same size was opened up. There was no delay or complications incurred. No impact on patient or surgery delay occured. The implant was discarded by the hospital .

Manufacturer narrative:
E4 entered in error. Correction to: a1, a2 (age), a5, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1, h3 additional information: d4 (UDI number), g5 (PMA/510k), h6 (patient codes, device codes, results and conclusions codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
During surgery, as the tech was putting the mobi-c implant on the inserter, the knob was turned too far causing the peek cartridge to disengage and the implant to disassemble into 3 pieces. There was no reported impact to the patient.